Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus measured with a 78mm perimeter. Pre-dilation was performed with a 23mm non-abbott balloon. At 80% deployment the implant depth was 4mm from the non-coronary cusp (ncc) but -2-(-1)mm from the left coronary cusp (lcc). The valve was re-sheathed and attempted to be deployed at a deeper depth, however the valve continued to miss the annular plane. The decision was made to remove the valve and size up to a 29mm navitor vision valve. During the procedure the implant depth was 5mm from the ncc, however the valve still did not make annular contact on the lcc. The valve was re-sheathed and re-deployed at an implant depth of 6-7mm from the ncc and still did not make contact with the lcc. The native valve showed large amounts of aortic insufficiency. One more deployment was made starting deeper and applying back tension just before annuluar contact on the left. The starting depth was 10mm from the ncc. The lcc was able to be captured at 3mm from the lcc and 5mm from the ncc. The valve was fully deployed. Post-implant the patient's blood pressure was low. An aortagram showed moderate to severe central aortic insufficiency. The physician chose to advance the pigtail into the valve to see if the leaflets that were not closing would. The leaflets began working and functioning freely. The central aortic insufficiency went away, and the patient remained with a mild perivalvular leak. The patient status was hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus measured with a 78mm perimeter. Pre-dilation was performed with a 23mm non-abbott balloon. At 80% deployment the implant depth was 4mm from the non-coronary cusp (ncc) but -2-(-1)mm from the left coronary cusp (lcc). The valve was re-sheathed and attempted to be deployed at a deeper depth, however the valve continued to miss the annular plane. The decision was made to remove the valve and size up to a 29mm navitor vision valve. During the procedure the implant depth was 5mm from the ncc, however the valve still did not make annular contact on the lcc. The valve was re-sheathed and re-deployed at an implant depth of 6-7mm from the ncc and still did not make contact with the lcc. The native valve showed large amounts of aortic insufficiency. One more deployment was made starting deeper and applying back tension just before annuluar contact on the left. The starting depth was 10mm from the ncc. The lcc was able to be captured at 3mm from the lcc and 5mm from the ncc. The valve was fully deployed. Post-implant the patient's blood pressure was low. An aortagram showed moderate to severe central aortic insufficiency. The physician chose to advance the pigtail into the valve to see if the leaflets that were not closing would. The leaflets began working and functioning freely. The central aortic insufficiency went away, and the patient remained with a mild perivalvular leak. The patient status was hospitalization.

Manufacturer narrative:
An event of central regurgitation and aortic valve regurgitation was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported central regurgitation and aortic valve regurgitation. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.